Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the (B)(6) 2010 and performed self-tests up to the (B)(6) 2012. An increase in voltage suggests a further pad-pak was installed during this time. Multiple manual power ons are recorded in the first 3 months of installation suggesting the user was regularly power cycling the device. On four occasions the device detected an in range patient impedance and no shock was advised. The data obtained from the device showed evidence of manual power-ups of ten minutes duration occurring between the (B)(6) 2012 and the last log entry on the (B)(6) 2013. The pad-pak became deleted during this time. Investigation found the fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pogo pins were observed to be stuck inside the device, the operation of the pogo pins is verified before leaving heartsine therefore it can be concluded that the pogo pins became damaged after dispatch from heartsine due to incorrect pad-pak insertion. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.